Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient harm.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited primary audible bgnd. No patient injury reported.